Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after an implantation of the intraocular lens (iol) the surgeon noted a capsule tear/collapse in the patient¿s left (os) eye and removed the lens. A vitrectomy was performed and the lens was cut to remove from the patient¿s eye also an incision enlargement was indicated. Reportedly, the capsule did not support the lens. The patient referred to a retina specialist. No further information provided.